Manufacturer narrative:
Items returned for evaluation: non-terumo neuro device, non-terumo neuro introducer, implant. Items not returned for evaluation: pusher, microcatheter. The visual analysis of the returned items found the implant coil stretched, broken, and entangled on a rotablator device. This condition is consistent with what is observed in the customer provided image. The other section of the broken implant coil and the pusher were not returned for evaluation. The investigation found the implant to be stretched, broken, separated from the pusher, and entangled on a rotablator device. The other section of the broken implant and the pusher were not returned for evaluation. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant stretching and breaking, but these conditions are consistent with the device experiencing forces exceeding the implant's tensile strength. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Additional investigation findings included in section h11.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies coil stretching/unraveling as potential complications associated with use of the device.

Event description:
As reported, the physician at the cardiovascular medicine department used the coil to embolize an artery leading to an aneurysm near the sfa. The coil was used with a caravel microcatheter. When the implant was detached, the proximal portion of the implant was left in the microcatheter. When the microcatheter was pulled, the implant was also pulled with the microcatheter. Although the implant was pushed using the pusher and water pressure, it did not work and the middle portion of the implant got stretched. After that, the implant was attempted to be removed using a snare. Finally, the stretched portion was successfully cut using a rotablator, and the procedure was successfully completed.

Manufacturer narrative:
Items returned for evaluation: non-terumo neuro device, non-terumo neuro introducer. Items not returned for evaluation: azur soft3d coil system. A non-terumo device was returned for evaluation. No functional testing could be performed to assess the alleged product issue as the reported azur soft 3d coil system was not returned. A non-terumo neuro device was returned for evaluation. The reported azur soft 3d coil device was not returned for evaluation. Due to the absence of the reported device, the investigation could not test for or assess the alleged product issue and therefore, this complaint is considered non-verifiable. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.

Event description:
Investigation findings included in section h11.